Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
Additional information received on 11/30/2023: the broken fragments were not removed.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1927bcf-45 biocomposite-corkscrew ft body broke. This was discovered during an rcr procedure on (B)(6), 2023. When the surgeon went to insert the anchor and lightly tapped on the cuff, the anchor body broke. Another ar-1927bcf-45 biocomposite-corkscrew ft was used to complete the case. Additional information requested.